Event description:
I was advised of a smiths medical cadd administration set not 'priming' for use by my o.b. Staff. This tubing set, smiths medical product ref # 21-7349-24, is used for the administration of epidurals in our birthing area. I reported (via phone) the incident to smiths medical and they forwarded to me a set of documents to officially report the problem. I held off completing the paperwork to see if, perhaps, this was an isolated incident. Over the next couple of weeks, we saw three additional 'non-priming' events with this product. I completed the smiths medical paperwork and returned it along with samples of the seemingly defective product on (B)(6) 2022. Since that time, I have reached out to smiths medical on several occasions for the results of their investigation in to the matter. Today, over four months later, I was advised that they normally do not share results of their investigations unless it was obvious the customer was not following the product's specific instructions for use. I have to infer from smith's medical silence, then, that there was indeed something wrong with the product. My o.b. Staff advised me that their crna's mentioned similar problems being discussed in their on-line chat groups with their professional liaisons so I'm guessing this was not an isolated occurrence. I just wanted to make sure the defective product was reported to the FDA as I would not expect smiths medical (who has chosen to remain silent) to report the matter. The seemingly defective tubing sets were tried on a few different smiths medical cadd solis pumps to eliminate the possibility of a pump hardware failure. The affected product did not work on any of the pumps. FDA safety report ID# (B)(4).